Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5520-b-400 triathlon prim tib bplate cemented sz 4; lot# lvr7vb. Cat# 5510f401 triathlon cr fem comp #4 l-cem; lot# ua7lu. Cat# 5551-g-320 triathlon asymmetric x3 patella; lot# lh91. Cat# 6197-9-001 simplex p with tobramycin 1 pack; lot# mld099. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a patient had a knee replacement and experienced an allergic reaction. Patient's spouse is inquiring about the safety data sheets for the parts to identify if any materials caused the allergic reaction.